Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and the suture was used. It was reported that the needle was detached from the suture during the procedure. It was not a control release needle. There were no patient consequences reported.

Manufacturer narrative:
Product complaint #(B)(4). The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information: d10, h4.